Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician accessed the left cfa for a right external iliac fix. The physician atherectomized (rotablator) a lesion in the right sfa. After atherectomizing the physician removed the rotablator device, but kept the 014 rota wire in the sfa. He then took the visi-pro 8x27 over the rota wire and to the external iliac lesion. The combination of the acute distal abdominal bifurcation and the poor trackability over the rota wire prevented the physician from deploying the stent in the accurate location. The physician deployed the visi-pro 8x27 in the right common iliac artery. He then had to remove the rota wire and went in with an amplatz wire. The amplatz wire provided better support for the physician to deploy the 2nd visi-pro 7x27 in the exact area of lesion in the external iliac.